Event description:
It was reported by the mother that the customer was having high blood glucose. Customer's blood glucose was 290 mg/dl and at 422 mg/dl when the patient woke up so the mother gave a bolus. Customer received a no delivery so the mother changed the set and reservoir. Customer's blood glucose went to 570 mg/dl and then later it was over 600 mg/dl. The mother gave 3.5 units by injection and customer's blood glucose came down to 581 mg/dl. Customer's blood glucose was currently at 581 mg/dl at time of call. Advised the customer to change the entire set, reservoir and insulin and treat per health care professional's instructions. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected excessive no delivery alarm noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.